Manufacturer narrative:
Citation: costa et al. Spontaneous thrombosis of a transcatheter aortic valve replacement-induced aortic root pseudoaneurysm. Catheter cardiovasc interv. E-published 2020 jul 4. Doi: 10.1002/ccd.29108. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with symptomatic stenotic degeneration of a type I bicuspid aortic valve who underwent implant of a medtronic 29-mm evolut r bioprosthetic valve (no serial numbers provided). The final angiogram following transcatheter aortic valve replacement showed a correctly implanted valve with no signs of a pseudoaneurysm. Seven days post-implant, the patient presented with sudden onset of malaise and chest pain. Transthoracic echocardiography (tte) showed a normal function of the aortic bioprosthesis and a mild pericardial effusion which was not present at the pre-discharge tte. A multi-slice computed tomography (msct) scan revealed an oval-shaped transcatheter heart valve stent frame at the level of the calcified native leaflets, a small perforation of the aortic root at the level of the left coronary sinus, and a pseudoaneurysm filled with contrast. Due to spontaneous clinical stabilization a conservative management was chosen. The patient was discharged in good clinical condition with a strict blood pressure-lowering medical regimen. At 1-month follow-up, the patient reported being clinically well with no recurrence of chest pain. A control msct scan showed complete thrombosis of the aortic root pseudoaneurysm. At four months post-implant, the patient was in good clinical condition. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.